Manufacturer narrative:
Qn#(B)(4). The customer returned one connector assembly and a lidstock for analysis. Signs-of-use in the form of dried biological material were observed on the connector assembly juncture hub. The catheter body was not returned. Visual analysis of the connector assembly revealed that the venous (blue) and the arterial (red) extension line luer hubs were cracked. The cracks are consistent with damage from over-tightening the luer hub. No other defects or anomalies were observed. The connector assembly was leak tested according to amrq-000075 rev. 15 which references the following statement from bs en iso 80369-7: "luer connectors evaluated for fluid leakage performance with the positive pressure liquid leakage test method shall show no signs of leakage, sufficient to form a falling drop of water, over a hold period of 30 s to 35 s while being subjected to an applied pressure of between 300 kpa and 330 kpa". Each line was connected to the leak tester with their pinch clamps closed. The pressure was increased to 305 kpa and held there for 30 sec. No leaks were detected in the venous luer hub. One drop of water fell from the arterial luer hub during the 30 seconds. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The instructions for use (IFU) provided with the kit cautions the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The report of a cracked luer hub was confirmed by complaint investigation. The arterial and venous extension lines each contained one crack on their luer hubs. The cracks are consistent with over-tightening the luer hub. A device history record review was performed with no relevant findings. Based on the sample received and the report from the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: corrected data: section d.4.-catalog# corrected to car-02400. Section d.4.-lot# corrected to 13f20c0317. Section d.4.-expiration date corrected to 31-mar-2023.

Event description:
The complaint is reported as: "the luer hub crack during usage on the patient." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the luer hub crack during usage on the patient." No patient harm was reported. The patient's condition is reported as fine.